Event description:
It was reported taht (1) device was used during a cholecystectomy. It was reported by the affiliate that the 512st trocar was torn. Also the stopcock broke easily. Another instrument was used to complete the case. There was no consequence to the pt.